Manufacturer narrative:
Based on the review of data, siemens field service engineer (fse) found that customer did not perform regular maintenance and never run optical test until 4/2/2015. Moreover, controls were run on 2/11/2015 and they have not been run since 4/29/2014. Customer indicated that patient was not treated or treatment was not altered due to discordant result. Customer was provided with new cartridges and controls and being asked to run precision study but customer denied. However, customer did run normal and abnormal control and results were in the range. Customer indicated that they will start routine maintenance and run controls monthly as recommended. Customer indicated that they satisfied with the results and instrument and would not require any further follow up.

Event description:
Customer reported discordant hemoglobin (hba1c) results between instrument and a reference lab. There was no report of injury due to this event.